Event description:
The rptr has two pts with igm levels of 500-1200 (normal is 60-350). No reason has been found for the increase. The only common factor between the two pts is that both have had silicone breast prostheses implanted. One pt is 69 yrs old; she received the breast implant in 1982.